Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device product code download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.